Event description:
The biomedical engineer at the hospital, alleged the following event: ¿the gamma3 nail fractured near the lag screw. The pt underwent a revision surgery and the implant was replaced.¿

Manufacturer narrative:
Once the investigation has been completed any add¿l info will be reported in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.